Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white particles in the shell, one opening linear on the posterior, and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior and one opening striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one crease smooth opening on the posterior assessed as fold flaw opening, one striated opening on the radius assessed as surgical damage consist in the use of some surgical tool and observed brown particles in valve, however, is not considered as workmanship due to the device was not received in the original sealed packaging.

Event description:
Additionally, healthcare professional reported "particles in valve." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.